Manufacturer narrative:
Pump passed the displacement. Compromised force system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Motor passed motor test. Unable to verify motor error alarm noted. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while getting a basal. Customer replaced the reservoir but the problem did not go away. Customer was advised that a new pump would be provided. Customer's blood glucose was 191 mg/dl at the time of incident. No further information was given.